Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an idiopathic ventricular tachycardia procedure, a cardiac tamponade occurred. While ablating in the left ventricle, the patient experienced chest pain. Ablation was stopped and the patient's blood pressure began to decrease. Fluoroscopy confirmed the left side of the heart was not moving properly. Ultrasound identified a cardiac tamponade near the apex where multiple ablations were performed. A pericardial drain was used to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
An event of a cardiac tamponade was reported. The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received and a review of the device history record was not possible as not lot number was provided. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.